Event description:
Related manufacturer report number: 2916596-2021-00241.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed. The submitted log file and the log file downloaded from the returned system controller (serial number: (B)(6)) contained approximately 8 days of data combined ((B)(6) per the timestamp). Power cable disconnect alarms that were not associated with true power cable disconnections while connected to the mobile power unit (mpu) were captured throughout the log files. The atypical alarms occurred due to the relative state of charge (rsoc) voltage on the white power lead intermittently dropping. The driveline was disconnected on 14jan2021 at 11:07:21 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. No product was returned for evaluation. Technical services recommended checking the integrity of the mobile power unit (mpu) patient cable and connectors. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning mpu. The heartmate 3 patient handbook and the heartmate 3 instructions for use (IFU) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having low battery alarms when plugged into wall power. The patient's log files were reviewed by technical services. There were no low power advisories while on wall power. There were some odd power cable disconnects while on the mpu. Technical services recommended to check the integrity of the mpu patient cable and connectors. Also it was advised to check the integrity of the controller power lead and connectors.